Manufacturer narrative:
Production records from the involved lots have been checked and found no issues. Investigation is still ongoing, no unique root cause was identified. We believe the issue is a due to surgeon not following the surgical technique resulting lack of fixation of the set-screws in the initial implantation followed by loosening of the construct. The wrong handling might also be the cause of the breakage of the set-screwdriver tip.

Event description:
Breakage of a screwdriver tip, loosed stabilization necessitating revision two months after initial surgery.